Event description:
It was reported by the user facility that within 3 weeks of extraction using the core impaction drill, the patient came in for a 3 week post original correction. The patient presented with pain and an infection was found. An incision was made to resect granulated tissue. They smoothed the bony surfaces. Also irrigated with saline and antibiotics. The tissue was stitched with a 4.0 suture. A 4x4cm gauze pack was placed for heme control. The patient was prescribed 5 tablets of norco, 325mg to take as needed for pain every 4-6 hours. Flagyl, 500mg antibiotic was prescribed to take every 6 hours. Also 21 tablets of amoxicillin, 500mg to take 1 every 8 hours until gone.

Manufacturer narrative:
The failure for leaking a substance causing infection was not confirmed through functional evaluation, disassembly and visual inspection. The device passed all final inspection activities prior to return to stryker stock.

Event description:
It was reported by the user facility that within 3 weeks of extraction using the core impaction drill, the patient came in for a 3 week post original correction. The patient presented with pain and an infection was found. An incision was made to resect granulated tissue. They smoothed the bony surfaces. Also irrigated with saline and antibiotics. The tissue was stitched with a 4.0 suture. A 4x4cm gauze pack was placed for heme control. The patient was prescribed 5 tablets of norco, 325mg to take as needed for pain every 4-6 hours. Flagyl, 500mg antibiotic was prescribed to take every 6 hours. Also 21 tablets of amoxicillin, 500mg to take 1 every 8 hours until gone.